Event description:
It was reported that the clock in the device is ahead by one day. The device was removed and replaced due to the battery being at end of life. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.